Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient is not responding to sounds with the device. There is no report of accident or trauma. Re-implantation has been decided.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
Recipient is no longer responding to sounds with the device. There is no report of accident or trauma. In situ measurements carried out on (B)(6) 2018 show high impedances on 9 channels. The recipient has been re-implanted.